Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that the insulin pump delivered 25 units of insulin. The blood glucose level was 60 mg/dl. Customer treated with glucose tablets. Customer was not admitted into hospital. Customer stated that she was in a short coma and the dog kept pushing her to wake her up. Customer had taken six glucose tablets. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.